Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a dark mark on the screen, as if it was burnt in the pediatric care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to dark mark on screen - as if burned, which was observed during physical inspection. The lcd display was found to have failed pixels causing a dark spot. Because the lcd requires replacement and the lcd replacement parts are no longer available, the customer was offered a like service replacement device. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11746 can be removed from the FDA database.